Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that this case reports the quick connect handle did not work during a tka surgery. Per complaint details, the procedure was completed with a change of technique. There was no patient harm reported, and it is unknown whether there was a delay. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during tka procedure the gii quick connect handle did not longer work due to wear and tear. The procedure was finished with a change in surgical technique due to this malfunction. It is unknown if there was a delay. No further complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.